Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon receipt the monitor was resetting. Upon investigation the cause of the rests was isolated to either a defective dsp (digital signal processor) or a defective pld (programmable logic device). Due to the inability to replace these parts, zoll was unable to positively identify which of these components caused the rests. The root cause of the defective component was unable to be positively identified. The device was removed from service. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that the monitor was resetting.